Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic hiatal hernia repair surgery, the system showed "surgeon console error" non-rec overable error after the surgeon console (sc) finished calibrating. The issue recurred after rebooting the sc three times. After fully rebooting the entire system, the system booted correctly and the surgery was completed normally. There was no patient involvement.

Event description:
It was reported that prior to a robotic laparoscopic hiatal hernia repair surgery, the system showed "surgeon console error" non-rec overable error after the surgeon console (sc) finished calibrating. The issue recurred after rebooting the sc three times. After fully rebooting the entire system, the system booted correctly and the surgery was completed normally. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported surgeon console. Evaluation of the logs showed a loss of communication occurred between the surgeon console and the tower. This is associated with an error code for 'surgeon console communication not established'. The logs also showed the system entering a hard stop state for the surgeon console, indicated by another error code. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.